Manufacturer narrative:
Product was not returned for testing. In lieu of testing, production records have been attached and analyzed.

Event description:
End-user called in reporting that "1-2 packs of syringes out of every 3 boxes they've purchased where the syringe doesn't have suction to pull the insulin." The end-user did not have any products left to return for testing to see what the issue might be.